Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: in 2005 - patient underwent a hernia repair surgery. Patient's hernia was repaired with a bard composix kugel hernia patch. In 2006 - patient presented to the ER with developed drainage from her incision, fever, chills, swelling, redness, inflammation, and abdominal pain. Patient was started on antibiotics and dressing changes and the site was drained. At about 9 days later - patient returned to the ER after her condition gradually more deteriorated at home, she was admitted for a fairly massive wound infection. The wound was explored, and was found to have a large collection of pus over the mesh. At about two days later - patient's condition worsened, and she was intimally hypotensive, then subsequently developed respiratory failure requiring intubation. Patient was hypoxic and was still draining from the lower abdominal wound. Patient went into cardiac arrest, and was resuscitated, and was placed on a mechanical ventilator. Patient remained on the mechanical ventilator throughout her hospital stay. Her condition deteriorated to a critical status and she was transferred to the intensive care unit. At about six days later - patient's situation deteriorated further, and she was on 100% oxygen. During the hospital stay, the patient underwent many debridement and dressing changes, and remained on multiple ic-antibiotics to correct the results of the defected hernia patch. Patient's condition worsened to a critically ill status. She developed severe sepsis and multi-organ failure. At about 10 days later - patient died as a result of the implantation of the defective hernia mesh.